Event description:
A customer reported obtaining unexpected negative reactions with one cell of the antibody screening assay on galileo echo instrument (B)(4).

Manufacturer narrative:
An immucor technical support specialist reviewed the image result files. The event log showed that no errors occurred at the time of testing. Visual exam of the wells indicated cell 1 displayed slight red cell adherence. Cells 2 and 3 were visually negative and the control performed as expected. The camera report appeared optimal. The customer was made aware of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.